Event description:
The device was sent in for service where it underdelivered during service testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.